Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endobronchial lung biopsy procedure, the patient woke up. As a result, the patient was given more sedatives and the case was completed without injury.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, in the middle of biopsy, right after the physician started using the needle/ forceps, the patient woke up. The patient was given more sedatives and completed the case without injury.